Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "a month ago I requested an echo in my health center because of discomfort and after an ultrasound they confirm the rupture of the same right breast" and "isolated millimetric simple cysts" diagnosed via ultrasound. This record is for right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening and broken device through microscopic inspection assessed fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ cyst: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases and non-penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "a month ago I requested an echo in my health center because of discomfort and after an ultrasound they confirm the rupture" and "isolated millimetric simple cysts" diagnosed via ultrasound. Later healthcare professional reported "intracapsular rupture". This record is for right side. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
Continued from d6b: healthcare professional stated surgery in (B)(6).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2., a.4., b.3., d.4., h.4., h.6., h.11.

Event description:
Patient reported "a month ago I requested an echo in my health center because of discomfort and after an ultrasound they confirm the rupture of the same right breast" and "isolated millimetric simple cysts" diagnosed via ultrasound. This record is for right side. Device remains implanted.